Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the air/water valve exhibited a water leakage from the balloon of the gastrovideoscope. And the air/water valve was replaced and the problem was resolved. The issue was found, during preparation for use. For an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Corrected data: d10, g2. A review of the device history record could not be performed as the device serial number was not provided. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. It was noted that the device packing was damaged and the device was not fully installed. Based on the results of the investigation, a definitive root cause could not be established. However, it is likely the packing damage may have contributed to the leak. The event can be detected/prevented by following the applicable chapters in the instructions for use which state: chapter 3 preparation and inspection. Warning- using a suction button or air/water supply button that is suspected to be faulty will not only cause it to not function properly, but it may also damage the equipment or injure the patient or surgeon. Olympus will continue to monitor field performance for this device.